Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, there was marks on the lens. Subsequently the lens was removed during initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A photo was provided which showed a scratch on the right side of the optic. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. It cannot be determined if qualified associated products were used without the lens model/diopter information. A photo was provided of the lens damage. The damage observed was similar in nature to damage detected using cavity 173 company iii (d) cartridges. A company iii (d) cartridge market action was initiated for a mold attribute on cavity 173 cartridges that was found to cause lens damage. Although the reporter did not provide a lot number or any identification traceable to the company iii (d) cartridge manufacturing documentation and no product was returned, this facility was in possession of product related to the company iii (d) cartridge market action, and therefore this event may be related. The manufacturer internal reference number is: (B)(4).